Manufacturer narrative:
The insulin pump was received with bleeding lcd. It was unable to perform the displacement test due to bleeding display. Device had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Event description:
The customer reported via phone call that the screen on the insulin pump has damage. The customer stated that it has 2 lines below the time and battery icon and the bottom left corner has a dark spot. The customer did not recall any significant events. He stated the device was just in his pocket and has not been dropped or bumped. Blood glucose value was 178 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.